Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 400mg/dl at the time of the incident. The patient's current blood glucose was 437 mg/dl. The customer treated it with manual injection. The customer reported that they have contacted their health care professional regarding the high blood glucose levels. Based on the customer report, the customer does not allege pump was under delivering. The customer declined to complete troubleshooting with changing set and running high pressure test due to not being able to replace the set. The insulin pump will not be returned for analysis.